Manufacturer narrative:
Qc was within specifications prior to the event. A system check performed on 06/14/07 partially failed. The customer repeated the failed portion twice and both tests failed. A) the customer wiped probes and performed a daily clean, and then ran the failed portion of the system check which passed within specifications. The specimen was collected in a bd, lithium heparin, 13x100, plastic tube and was centrifuged at 3,200 rpm for 6 minutes. The fse indicated that the sample was poured-off and re-spun prior to the final results obtained. A field service engineer (fse) was dispatched to the customer's lab: a) the fse performed: maintenance, dilution, diagnostic, and precision testing, and all results were within specifications. B) the fse verified instrument performance per established procedures. C) the fse discussed pre-analytical sample handling with the customer. A clear root cause has not been determined in this event.

Event description:
A customer contacted beckman coulter regarding an erroneously elevated troponin (accu tni) result that was generated by the synchron lx I 725 instrument. A patient sample was tested for accu tni and a result of 2.26ng/ml was obtained. The result was reported as preliminary to the ER. On the same day, the original sample was re-tested for accu tni and the repeated result was 0.04ng/ml. In addition, the original sample was tested on a different instrument in the customer's lab and accu tni results were: 0.05ng/ml and 0.04ng/ml. The customer did not receive any report of patient injury requiring medical intervention or change to patient treatment attributed or connected to this event.